Event description:
(B)(4). This complaint was received as follows: "customer's complaint no: (B)(4). Qty: 9. Foreign substance in pkg: 3 pieces. Hair in pkg: 2 pieces. Stain on product: 3 pieces. Shortage: 1 piece". (B)(4).

Manufacturer narrative:
This case has been discussed with (B)(4) and has been deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event because et tubes are often used under emergency conditions when health care personnel cannot always take time to examine the integrity of the product before use. Further, even when the tubes are not used for emergency purposes, the procedure can be somewhat difficult and the health care professional is intent on viewing the airway while using the tube. They would likely not see a hair on the product which could be inserted in the airway along with the tube. This foreign body invasion of the airways could lead to infection or other more serious complications. Reported to FDA on (B)(4) 2013.